Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device. The reported issue was able to be verified and able to be duplicated. It was determined the cause of the issue was due to depleted batteries. The batteries were replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer.